Manufacturer narrative:
The field service technician found the issue to be with the pneumatics panel. The tech replaced the pneumatics panel and returned the unit to service.

Event description:
It was reported that there was blood shooting out of the docker. It was confirmed that there was no user contact with the hazardous material. There was no patient involvement and no adverse consequences associated with this event.